Event description:
During surgical procedure, a flexible guidewire was passed down the scope into the ureter. When retracting guidewire at end of procedure, the distal tip of the scope cut a small piece of the guidewire off, which then passed up into the kidney.